Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11. A root cause could not be identified. And the investigation results did not identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device's three-dimensional(3d) not working during set up / inspection for use (during set up in room / before patient in room) for a lap pyeloplasty therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.